Event description:
Reporter alleged that there were missing segments on the display screen of the advantage system when calling into the MFR for assistance with performed blood glucose quality control testing. Reporter stated that she was not aware of the missing segments prior to calling into the MFR. No actions were reported taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.